Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had no ultasound image, a gap between acoustic lens and ultrasound probe, peeled adhesive around objective lens and damaged ultrasonic probe. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was traced to component failure. The most probable cause of the complaint (no ultrasound image) was due to damage on ultrasonic connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.